Manufacturer narrative:
The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported when surgeon was advancing the intraocular lens (iol) he noticed the trailing haptic had a kink, lens was partially inserted but then retracted. Patient contact was confirmed. Through follow-up, additional information was received stating no unplanned incision enlargement, no serious patient injury, no unplanned suture(s), and no unplanned vitrectomy. The same procedure was completed using back-up lens with the same model and diopter size. Patient outcome post-procedure was reported as great. No further information is available.

Manufacturer narrative:
Additional information was received with device return: section d-11 concomitant product: emeraldc cartridge lot: cj35992. Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation? Yes . Section d-9: returned to manufacturer: yes. Section d-9: date returned to manufacturer: 06-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the lens was received with one haptic bent and twisted. The lens was cleaned, and creases could be found on the optic body, consistent with a lens that was folded. No issues could be identified that would contribute to a delivery issue. The complaint issue of haptic damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.